Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements due to dislodgement. An invasive procedure was performed. A new lead was successfully implanted. No additional adverse patient effects were reported.